Event description:
During index, two endeavor drug eluting stents were implanted in the obtuse marginal. Approximately 12 months post index procedure the patient experienced a rectal bleeding (gi bleed). The investigator indicated that the event was unrelated to the study device. Patient recovered.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (hemorrhage).